Event description:
Per the surgeon, the pt reported deterioration in his ability to hear with the cochlear implant system. The pt also reported non-auditory sensations on three electrodes. The results of an integrity test, done in 2008, were consistent with normal receiver/stimulator function with possible electrode anomalies on three electrodes. Reportedly, it was unclear whether the anomalies seen were due to device related faults or are anatomical in origin. Reprogramming with the electrodes causing non-auditory stimulation, and the electrodes with anomalies on the integrity test deactivated was recommended. The device was explanted on approx four months later. Reimplantation was planned after an MRI scan is completed (dates not reported).

Manufacturer narrative:
This report filed, this type of event is addressed in the device labeling.